Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using an unknown delivery system. During procedure, when they connected the hemostasis valve to the loader, a part of the loader broke inside of the hemostasis valve. The amulet was implanted. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during preparation delivery system noted to be fractured. The investigation determined that the hub connected to the loader was broken. The image provided from the field appeared to confirm the damage to the loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications prior to shipment. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Additionally, the observed bent damage on the returned delivery system may have resulted from shipping or transportation-related stress, which is also consistent with excessive manipulation. However, this cannot be determined.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer steerable delivery sheath. During procedure, when they connected the hemostasis valve to the loader, a part of the loader broke inside of the hemostasis valve. They replace the hemostasis valve for a merit angioplasty pack / hemostasis valve and the amulet was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.